Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the phenomenon is unknown. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source was presenting a b30 scope communication error when scopes were connected. Additional details relating to the patient and the event have been requested, but no information is available at this time. There was no patient harm or consequence reported as a result of this event.